Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer attempted to resolve the occlusion alarms by changing their cartridge and infusion set but the occlusions continued. The customer's blood glucose level was not impacted. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. During a follow-up, the customer stated that they loaded a new cartridge with novolog insulin and no additional occlusion alarms were received.